Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h6: method codes, result codes: photos of the complaint sample was received. Based on its investigation, the method codes, result codes and investigation summary have been updated accordingly: investigation summary: according to the information provided, it was reported that during an anterior cruciate ligament reconstruction procedure the button rigidloop adjustable cortical implant, standard was torn, and the thread broke (the patient was not injured, another button was put on). The complaint device is not being returned, therefore unavailable for a physical evaluation. However, several photos were provided. Upon visual inspection of the photos, it was observed that the white suture was separated from the green suture and looks slight frayed. The photo provide evidence to the failure reported; therefore, the complaint reported can be confirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. The possible root cause for the reported failure can be attributed to that the instruments used in handling the suture had sharp edges. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number (6l38070), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint device was not returned after multiple attempts for device return, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (6l38070), and no non-conformances were identified. Should the device ever be received back in the future, this complaint file will be reopened at that time and an evaluation will be performed and documented. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the sales rep via email that during an anterior cruciate ligament reconstruction procedure the button rigidloop adjustable cortical implant, standard was torn and the thread broke (the patient was not injured, another button was put on). No patient consequences or surgical delay reported. It is unknown if the device is available to be returned for evaluation.